Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
It was reported that this pacemaker was part of a system revision due to infection. Reportedly, the patient had tachybrady syndrome and wound dehiscence. The wound was irrigated with antibiotic solution after the procedure. There were no additional adverse patient effects reported. The pacemaker was explanted.